Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent an explant procedure. All explanted device components will not be returned per facility preference.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7090167/7090212.